Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation, however, the transmitter (66495) that was used with the receiver was returned for evaluation on (B)(4) 2015. The device was visually inspected and no defects were found. Functional testing was performed on the transmitter and the reported fault could not be reproduced and there were no problems found. The device was determined to be working within the required specifications without malfunction. The complaint of permanent out of range could not be confirmed.